Event description:
It was reported that patient stimulator was working well but after a couple of months will start to overstimulate the glutes and hip area. It was noted that patient was not able to get enough pain relief. The patient underwent an explant procedure where all devices were removed. The explanted device will not be return.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately five months from the permanent implant ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7080678/7080724.